Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID neu_unknown_ext lot# serial# unknown implanted: explanted: product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had pain in the local subcutaneous in the left subclavicular with erythematous plaque and swelling in the generator replaced in april 2024. Laboratory testing showed inflammation syndrome and imaging showed serene collection. The issue persisted and a subsequent laboratory testing showed positive to staphylococcus epidermidis. The patient was considered to have a device infection. The etiology has a probable relationship with the implant procedure. The implantable neurostimulator (ins) and extension were explanted and replaced on (B)(6) 2024. Medications (cefepime and linezolide, clindamycine and cotrimoxazole) were administered. The issue was ongoing.

Event description:
Additional information was received reporting that for the time being, the patient seemed to have recovered from the surgical site infection. The issue was resolved without sequelae.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID 3708760, serial# (B)(6). Implanted: (B)(6) 2016. Explanted: (B)(6) 2024. Product type extension product ID 3708760. Serial# (B)(6). Implanted: (B)(6) 2016, explanted: (B)(6) 2024. Product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had pain in the local subcutaneous in the left subclavicular with erythematous plaque and swelling. The patient was considered to have a device infection and the product was explanted on (B)(6) 2024. Laboratory testing showed it was staphylococcus epidermidis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.